Manufacturer narrative:
While it was initially identified that the product sample was available, 115 days have passed without arrival of the product sample. A device history record (DHR) review could not be conducted as the lot number of the device is unknown. A review of the complaint trend analysis found no observed trends for issues of this nature. Therefore, without a product sample, we are unable to confirm the reported issue or identify the root cause, and this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and product evaluated. Device not returned.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
International affiliate reports revision surgery was performed to remove and replace a broken bone screw.